Event description:
It was reported that during a breast biopsy there was a cable error message. No reported pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.